Event description:
(It was reported that a smiths medical pump alarmed "no disposable clamp tubing." Pump settings: rate 2.2, res vol 13, given 88. Air in tubing, no injury to patient. No further information available.